Event description:
It was reported that a patient presented in the clinic for a routine device check. Upon review, the implantable cardioverter defibrillator showed episodes of inappropriate atrial tachycardia pacing delivered. The device was reprogrammed to resolve the issue. The patient was stable and will continue with routine follow up.